Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient then reported pain at the 6-week postop follow up, with it increasing. A cortisone shot was administered. One year post op, the patient is able to walk painlessly after the most recent injection. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately seven months post left hip implantation, the patient received treatment for pain in their left thigh. Following long walks, there is radiating stabbing pain from buttocks down the thigh and knee. The patient has received a cortisone injection for pain in the left bursa. The patient undergoes weekly physical therapy, massage, and exercises. Six months later, the patient reported mild pain with little difficulties and no required pain medication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 650-1161 lot: 3189575 delta cer fem hd 32/+3mm t1. Cat: 010000663 lot: 7666473 g7 pps ltd acet shell 52e. Cat: 51-104120 lot: j7540534 tprlc 133 t1 pps ho 12x144mm. G2: foreign - event occurred in netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.